Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had worsened heart condition and had received multiple shocks. Further, the patient was put on an artificial heart and then had a heart transplant. This crt-d was explanted. No additional adverse patient effects were reported. This supplemental report is being filed due to additional information received which indicated that the patient had received appropriate therapy in the past from the device, as the patient's coronary heart failure worsened. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had worsened heart condition and had received multiple shocks. Further, the patient was put on an artificial heart and then had a heart transplant. This crt-d was explanted. No additional adverse patient effects were reported.